Event description:
It was reported that the patient presented in-clinic due to patient notification. Patient received several inappropriate shocks. Device interrogation showed multiple non-sustained lead noise (nsln) episodes unrelated to the shock. The nsln episode revealed competitive pacing during an svt rhythm. The device was reprogrammed. No further issues were reported.

Event description:
It was reported that the patient presented in-clinic due to patient notification. Patient received several inappropriate shocks. Device interrogation showed multiple non-sustained lead noise (nsln) episodes unrelated to the shock. The nsln episode revealed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.